Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4)

Event description:
Customer reported via phone call of receiving a sensor error alarm. Customer's blood glucose was 90 mg/dl. Troubleshooting was performed and customer was advised to monitor insulin pump and to call back should issue persist. Customer's blood glucose at the time of call was 50 mg/dl.